Manufacturer narrative:
Bayer case number: (B)(4). Heavy menstrual bleeding [heavy menstrual bleeding]. Ovarian cyst [ovarian cyst]. Mammary cysts [breast cyst]. Reduced vision [vision decreased]. Urinary tract infections [recurrent urinary tract infection]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), ovarian cyst ("ovarian cyst"), breast cyst ("mammary cysts"), visual impairment ("reduced vision") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (surgery to remove essure). The reporter considered breast cyst, heavy menstrual bleeding, ovarian cyst, urinary tract infection and visual impairment to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-may-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Event description:
Bayer case number: (B)(4). Heavy menstrual bleeding [heavy menstrual bleeding]. Ovarian cyst [ovarian cyst]. Mammary cysts [breast cyst]. Reduced vision [vision decreased]. Urinary tract infections [recurrent urinary tract infection]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ("heavy menstrual bleeding") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2019. On unknown date she experienced heavy menstrual bleeding (seriousness criteria medically important and intervention required), ovarian cyst ("ovarian cyst"), breast cyst ("mammary cysts"), visual impairment ("reduced vision") and urinary tract infection ("urinary tract infections"). The patient was treated with surgery (surgery to remove essure). The reporter considered breast cyst, heavy menstrual bleeding, ovarian cyst, urinary tract infection and visual impairment to be related to essure administration. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.